Event description:
It was reported that an xpand spacer lost height in a pt post-operatively. Films show on (B)(6) 2011 the spacer was expanded to the desired height during implantation. Films from pt's routine f/u visit on (B)(6) 2011 shows the spacer no longer at the expanded height, however, remains in the anterior position at c4-5, where originally implanted. The pt shows no symptoms, therefore, there are no plans to remove the spacer at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval as it remains in the pt at this time. However, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concommitant device. All records revealed all product lots were mfg within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the xpand corpectomy spacer small 12x14 3.5/3.5 degree 32-40mme design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect. If globus medical, inc. Is notified of a change in pt status, a supplemental medwatch report will be submitted with any available, additional, and/or eval info.